Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold and impedance measurements. The physician believes the lead is fractured. At this time, the specific measurements are unknown. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information indicated the rv lead was surgically abandoned. The device was programmed to maximum outputs and worked fine. While implanting the new lead they observed the same lead measurements as with the previous lead in the old lead's position. The lead was repositioned and the lead measurements were acceptable. It was noted the physician believes the issue had to do with the heart tissue and not a lead issue.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated the pacing impedance measurement was 1450 ohms with threshold measurements of 3.5 volts at .40 milliseconds.